Manufacturer narrative:
D6: information not available, device not returned for analysis.

Event description:
It was reported during a colon resection the surgeon inserted the cdh29 shaft transanally and began to extend the integral trocar and experienced resistance. Once the trocar was fully extended, he could not see the orange tying area. He joined the anvil to the trocar and heard a click. As he dialed down, the anvil popped off several times. He also found resistance while dialing down. The surgeon continued to dial down until the indicator was within range and the device was fired. Upon examination, the anastomosis failed. Examination of the distal donut showed inconsistent staple formation. The procedure was completed with suture. There was no consequence to the pt.